Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer instructed to load a new cartridge to address the issue. Customer declined to further troubleshoot the issue with tandem technical support; therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.